Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all atrial tachycardia/atrial fibrillation (at/af) therapies were disabled due to the right atrial (ra) lead failing an atrial lead position check. It was also noted that there was right ventricular (rv) lead oversensing on stored electrograms (egm). The leads remains in use. No patient complications have been reported as a result of this event.